Manufacturer narrative:
Product evaluation: analysis results are not available; the device will not be returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient returned for a post-op visit following a fess procedure where novashield was used and was found to have an infection. The infection resolved with antibiotics and irrigation. Additional information states: "the patient began spiking high fever on pod#3 [post op day 3]. She came to see me on pod#5 [post op day 5] and I diagnosed the infection at that time. She had most of the novashield still in the sinus cavities and purulent discharge. I did not culture the drainage, but started the patient on clindamycin 300mg po tid [by mouth, 3x day]. I cleaned as much of the novashield out of the nose as the patient could tolerate. She had been doing saline rinses and continued with the rinses, adding budesonide to the solution. I saw the patient again one week later and it was mostly gone at that point."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.